Event description:
It was reported that the patient met with the manufacturer¿s representative (rep) the day prior to the report, but since the night prior to the report the patient had been in pain and was up all night. The patient was in so much pain that she cried. The patient used the patient programmer (pp) to bring up her settings and the screen showed the implantable neurostimulator (ins) wasn¿t on. She was instructed how to turn on the ins and she was able to feel stimulation normally after the device was turned on with normal programming adjustments. It was noted she was on group a at 3.0 volts at the beginning of the call with stimulation off. At the end of the call she was on group a at 3.8 volts with stimulation on. It was further reported that since the device was permanently implanted until the day prior to the report the amplitude was set too high at 6.0 volts. The patient felt stimulation too strongly in her legs that felt like she was being electrocuted. It was also noted that the patient had 100% relief with the trial. Since implant it had been an ¿up and down thing,¿ and her symptoms weren¿t as controlled as they were with the trial. It was noted the patient took pain medication for the pain in her feet which was due to neuropathy which she had for seven years. It was noted that using the patient programmer (pp) the day of the report caused a cramp in the patient¿s hand.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).